Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in tube / gel, defective marking / dirty shield (embedded), black spot(embedded), dirty tube(ink smear) and gel air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were issues with foreign matter x54, tube deformed x2, defective markings x2, dirty shield x2, dirty tube x2 and gel air bubbles x139. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x54. Deformed tube x2. Defective marking x2. Dirty shield x2. Black spot x8. Dirty tube x2 . Gel air bubbles x139.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were issues with foreign matter x54, tube deformed x2, defective markings x2, dirty shield x2, dirty tube x2 and gel air bubbles x139 the following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x54. Deformed tube x2. Defective marking x2. Dirty shield x2. Black spot x8. Dirty tube x2 . Gel air bubbles x139.